Manufacturer narrative:
.

Event description:
Dr. (B) (6) reported that while delivering the minnie catheter over a 0.014" bmw wire already in place within the patient body, the bmw wire became locked inside the minnie catheter. He could not remove the wire from the minnie catheter and was forced to remove both devices together. Dr. (B) (6) proceeded with the intervention by re-delivering another wire. The minnie catheter and bmw wire were discarded and not returned to the manufacturer.